Event description:
The pt received two leads with the same lot number. X-rays were taken which revealed one of the leads had migrated out of the epidural space, and the other lead had migrated downward. The pt was not receiving any stimulation. Follow-up identified the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.